Event description:
The manufacturer received information alleging cough, dry nose, nasal/throat irritation or soreness related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging cough, dry nose, nasal/throat irritation or soreness related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap,and mechanical ventilator devices.the manufacturer previously received information alleging cough,nasal/throat irritation or soreness and bad nose drying related to a CPAP device's sound abatement foam.there was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation.an investigation found dust/dirt contamination under where ui knob would sit.indeterminate contamination in humidification chamber.also damage in right side of humidifier flip lid, consistent with a drop or strike.there was hair-like fibrous contamination throughout the device and airpath.there was significant dust/dirt contamination throughout the blower box as well as on and in the sound abatement foam.thermal damage to the j9 and wiring harness, could not disconnect wiring harness from the pca.the manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found sixteen erorrs. The manufacturer concludes thermal damage to the pca and wiring harness, but no voids or other visible damage to the enclosure was observed.observed excessive dust/dirt contamination and insects in the airpath, likely from a source external to the device.there was no evidence of sound abatement foam degradation. In this report, section d8,d9, g3, h3, h6 has been updated or corrected.